Event description:
It was reported that difficulty was encountered gaining lesion access during a ptca procedure to treat a cto lesion in the rca (contrary to IFU: this device is contraindicated for use in resistant (fibrotic or calcific) lesions that cannot be predilated [lesions resistant to complete balloon inflation at 20 atm].). The third guide wire a advanced was able to cross the lesion, and the stent delivery system (sds) was advanced and inflated to a maximum pressure of 16 atm for 30 seconds. A focal narrowing was observed in the mid section of the stent. Resistance was encountered when an attempt was made to withdraw the sds; the sds was then inflated to 18 atm (contrary to IFU: above rated burst pressure). Subsequently, the sds could neither be moved in a distal or in a proximal direction. The patient was then transferred to another hospital for emergency CABG surgery (contrary to IFU: stent placement should only be performed at hospitals where emergency coronary artery bypass graft surgery can be readily performed.). The patient received two bypass grafts and is reported to be doing well as of the date of this report.